Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to t-wave oversensing in the secondary vector. A couple of months later, another non-sustained event was logged in the latitude remote patient monitoring system. Technical services was contacted for programming recommendations. Besides the inappropriate therapy, there were no other adverse patient effects reported. This s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to t-wave oversensing in the secondary vector. A couple of months later, another non-sustained event was logged in the latitude remote patient monitoring system. Technical services was contacted for programming recommendations. Besides the inappropriate therapy, there were no other adverse patient effects reported. This s-ICD system remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.